Event description:
During priming of the oxygenator circuit, the perfusionist noticed a fluid leak at the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.